Event description:
The device was implanted in 2002. 7 months later the pt was seen for their monthly visit and the device beat rate and flows had increased. The beat rate had increased to 110-120 bpm and the flow rate increase to 8.5-9.5 lpm. The hospital medically managed the pt in a fixed rate mode. A right heart cath and echo were performed and confirmed inflow valve regurgitation. The pt was admitted to the hospital to reactivate their transplant listing and upgrade their status. The pt was stable and received a heart transplant.